Manufacturer narrative:
The malfunctioning device has not yet been evaluated therefore, the results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
PICC line dressing change was due. Dressing removed and area cleaned. After cleaning, blood and fluid noted to be leaking from single lumen PICC at the side where line and hub meet. Nnp called to bedside to discuss further action. Line was able to be pulled as we were only using it for antibiotics at this time.

Event description:
PICC line dressing change was due. Dressing removed and area cleaned. After cleaning, blood and fluid noted to be leaking from single lumen PICC at the side where line and hub meet. Nnp called to bedside to discuss further action. Line was able to be pulled as we were only using it for antibiotics at this time.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. Unfortunately, the catheter's extension line was blocked during the decontamination process, which made it impossible to flush. During the microscopic examination, we found that the catheter tube was partly torn out of the junction with the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load in combination with an alcohol-based disinfectant. Per the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted with no exceptions found. There are seven further complaints for batch 8171598, five further complaints for batch 8167478, and 10 further complaints for batch 8137379. We received 22 further complaints regarding a leaking catheter tube at the junction of the catheter and the fixation wing on code (B)(4) within the last three years, but none of them were related to a manufacturing defect. Most of them were related to tensile traction under the influence of the use of alcohol-based disinfectants. This query covers all complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
PICC line dressing change was due. Dressing removed and area cleaned. After cleaning, blood and fluid noted to be leaking from single lumen PICC at the side where line and hub meet. Nnp called to bedside to discuss further action. Line was able to be pulled as we were only using it for antibiotics at this time.